Event description:
Follow-up information indicated surgical intervention took place on (B)(4) 2015 and the patient's lead was repositioned. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing right side chest and thoracic pain with stimulation on and off for several months. A CT scan was taken and showed the distal end of the epidural lead had migrated into the lateral canal. Diagnostics indicated impedances within normal ranges. Surgical intervention may take place at a later date.